Manufacturer narrative:
Date of event: 2014 additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Explanted date: (B)(6) 2015. Additional information was received that the patients explant was due to the failure of the stimulator system. The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure.